Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on.  The customer advised that the display would remain blank and the ac power led will intermittently light up; however, there were no beeps or any other indication that the device was responding.  There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the device was not repaired and has been permanently removed from service.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.